Manufacturer narrative:
The reported events of noise and failure to capture were confirmed. As received, a complete lead was returned in two pieces for analysis. A visual examination found an external insulation abrasion at 36.4 ¿ 36.8 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to external abrasion consistent with friction on the device can. Electrical testing did not find any indication of conductor fractures or internal shorts and there were no other anomalies seen.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed the right ventricular (rv) lead was oversensing noise and loss of capture was noted. The rv lead was explanted and replaced. The patient had no adverse consequences.